Event description:
Further follow-up revealed that an autopsy was not performed. The death certificate listed the immediate cause of death as unknown natural causes, due to (or as a consequence of) alzheimers, due to (or as a consequence of) diabetes. Other significant conditions contributing to death, but not resulting in the underlying cause were listed as pulmonary edema, seizure. The manner of death was listed as natural.

Event description:
The reporter indicated that the pt expired. The cause of death is unknown at this time. There is no evidence that the ncp system caused or contributed to the reported event.